Event description:
It was reported when using the bd pyxis¿ medstation¿ es, staff are unable to login, message pop up" administrator service account credentials are required to continue. Please enter and update the credentials". A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bop staff were unable to log in because the station was not on bop bomgar and requested a username, password, and domain. A field service engineer (fse) confirmed that station was worked properly, and no further investigation required. The system functioned as intended after the field service engineer investigated the issue.